Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event with the barcode scanner. The barcode scanner head lens was cleaned and the flex cables were replaced. The instrument was inspected, tested without further problem, and returned to service.